Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit.

Event description:
A report was received that the patient¿s device was causing her to be nauseous. The patient will undergo a lead revision procedure.

Event description:
A report was received that the patient¿s device was causing her to be nauseous. It was believed that nausea was caused by lead migration which was caused by a non-device related fall. The patient will undergo a lead revision procedure.